Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the tip broke off. There were no abnormalities reported. There was no pt consequence.